Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary diagnostic procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4): femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the device indicated that the suture was pulled out of the artery; therefore, the reported event of a suture break could not be confirmed. The probable cause was determined to be related to operational context during use of the device. The condition of the returned device indicates successful suture retrieval. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. A femoral angiogram was not taken prior to vessel closure. The proglide instructions for use states: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall.